Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that between 10:45 to 11:00pm, the husband of the patient was notified by the cgm alarm that the threshold of 55 mg/dl was reached. The husband noticed that the patient was not responding and performed a fingerstick and the cgm reading was 49 mg/dl and the blood glucose reading was 24 mg/dl. The patient's husband called the emergencies and within a few minutes the ambulance arrived. The patient received intravenous treatment with a d10 solution. The patient regained consciousness after treatment and no further treatment was needed. The patient was not brought to the hospital. At the time of the report the patient had recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.